Event description:
It was reported by the rep that the (1) tct75 was used during a raux-n-y procedure. It was reported by the rep that the instrument "misfired" during the case. There was no consequence to the pt.